Manufacturer narrative:
Additional information was received that the regurgitation was severe. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and four months following the implant of this transcatheter bioprosthetic valve, a non-medtronic second valve was implanted valve-in-valve due to central aortic regurgitation (ar). No further adverse patient effects were reported.